Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Technical services (ts) was contacted, and ts discussed possible causes. The s-ICD system remains in service. No adverse patient effects were reported.